Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: there were multiple no cartridge detected warnings observed in the black box. A load step malfunction was duplicated during testing; during the load step, the piston pushed up until the cartridge was empty. The force calibration was not within specifications. The pump was opened and the force sensor pin was found to be cracked. Unrelated to the original complaint, the battery compartment was cracked and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).